Event description:
Complainant alleged that during a rountine shift check by a clinician the device displayed a "pads off" message. Complainant indicated that there was no patient involvement in the reported malfunction.